Event description:
It was reported that the customer's insulin pump alarmed motor error. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test and alarmed during the prime test as a result of a loose drive support disk. The motor passed the motor test. The device had cracked display window corner and cracked reservoir tube lip.